Event description:
This report is being filed to update the evaluation conclusion code.

Event description:
It was reported that the electrode was suspected to have sustained damage during the implant of a left ventricular assist device. Tachycardia therapy was programmed off and this product remains implanted and in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this electrode presented to the hospital with report of receiving several shocks. Upon interrogation of the device with a programmer, a high impedance message was observed due to high out of range shock impedance measurements greater than 400 ohms and review of device memory confirmed that 2 shocks had been delivered in a single episode. An x-ray was performed and noted the electrode was fractured. It was reported that no interventions were planned at this time due to covid-19. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.